Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change-out procedure the physician encountered a stripped set-screw and the torque wrench would spin freely when inserted into the set-screw. The set-screw was eventually removed and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.